Manufacturer narrative:
Date of event is estimated.

Event description:
High impedance, update to non-fcr ts-2876887. 30jun2026, (B)(6): nmd complaints communication received 29jun2026: on 29jun2026 rep (B)(6) submitted an update: on (B)(6) 2026, patient was going in for ipg replacement, the patient had decided that if there were any issues with the leads prior to surgery that he wanted the full system explanted. The ipg was at eol prior to the procedure so the leads could not be checked then. The leads were tested intraoperatively and showed to have 5 contacts on one lead all with a high impedance, it was checked multiple times and confirmed the same each time. The full system was explanted; rep was not present for finishing of the case and was sent away by the physician. No complications during procedure and no product are being returned. Ppg complaint history review: 30jun2026, (B)(6): complaint history search for the last 4 years found prior report(s) on this patient: none.